Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic bleeding although rare, yet considered as an expected event. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures. In this case , both bleeding and dehiscence were resolved spontaneously with no need for operative intervention. The anastomosis healed completely without further intervention and without delay to the patient's adjuvant chemotherapy regimen.

Event description:
Pt suffering of rectal malignancy underwent laparoscopic lar, the anastomosis was created using the colonring device. On pod 25 the pt had clinical visit for neo-adjuvant chemoradiation therapy. During this visit a digital investigation was performed and obviously the ring was mobilized, little bleeding that stopped spontaneously was observed. The next day the pt observed heavy bleeding after ring evacuation: three days later the pt came for clinical follow-up. He reported slight pain with no signs of ongoing bleeding, fever or systemic inflammation. Endoscopic investigation was performed revealed a dehiscence of anastomosis at the anterior aspect with no systemic inflammation of peritonitis. Two weeks later, anastomosis was healed completely without further intervention.